Event description:
It was reported that the customer experienced issues with the sensor. The customer stated that she often had bent cannulas on the sensor. The customer's blood glucose was 67 mg/dl. Troubleshooting was done. The customer stated that she had no difficulty with removing the sensor and that the introducer needle was not bent upon removal. The customer had worn the sensor for an hour and a half. The customer did not recall any significant events leading to the sensor issues. The customer confirmed that the sensor cannula was not intact. Advised customer to return the sensor. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1opened and used enlite sensor showed that it was functioning properly and passed all functional testing however, found the sensor cannula was bent. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.